Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed motor error. The customer¿s blood glucose level was high of 498 mg/dl. Customer treated it with insulin pump. Troubleshooting of high blood glucose was performed. Customer performing high pressure test two times which was unsuccessful. The drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professionals instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during prime test due to loose drive support disk. The motor was tested outside of the device and passed.